Event description:
It was reported that female resident was found with lower body of floor with her head between half rail and mattress. Two bruises were noted under jaw on either side. Reason for bruises are unk. Resident had expired. Further info is needed, mfg contacted facility. However as of this writing facility has not request.